Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is coming in later this week to complete the recommended programming changes.

Manufacturer narrative:
Other healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were a number of short intervals seen on the sensing integrity counter (sic) for the right ventricular (rv) lead. The lead also experienced loss of capture at max outputs and oversensing. Lead reprogramming was discussed but not yet planned. The lead remains in use. No patient complications have been reported as a result of this event.